Event description:
During surgery, the instrument broke and the tip was left in the pt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.